Event description:
The customer reported that the unit went vent inop while in use on patient. The customer reported that there was no patient harm reported. The biomedical engineer reported that the data acquisition to motor controller cable was replaced to address the reported problem. The unit is now back in service.